Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that during a therapeutic laparoscopic inguinal hernia repair procedure, the device probe broke off and fell out of the body. The broken part was able to be retrieved. The device was replaced with similar device and the intended procedure was completed with no patient impact or harm reported due to the event. No user injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's investigation. The following sections were updated: d4, d9, g3, g6, h2, h3, h4, h6 and h10. The subject device was evaluated. The product name was tb-0535fcs. Lot no. 9xk supplementary information was 17. Quantity: (B)(4). The probe broke 11 mm from the tip. The broken probe tip was not sent. There was a scratch around the broken part of the probe. When observing the fracture surface of the probe, it was found that cracks had grown from the scratches. The tissue pad was worn. There was a mark of contact with the rear end of the probe on the non-insulated part. The DHR (device history record) with the lot number of the subject device was confirmed. No abnormalities were detected in the DHR for the following items which related to the reported phenomenon. * (inspection) high-frequency output. * (inspection) appearance content of the instruction manual was confirmed. The instruction manual contains the following descriptions, and it warns against this event. IFU (instruction for use) states as follows: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on he tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Based on the result of analysis and the result of investigation in the past, a likely mechanism causing the reported event might be the following: grasping section was closed without grasping anything while the device was activating in seal & cut mode (this includes after tissue resection) causing the tissue pad to wear out. Since the tissue pad was worn out, non-insulated area of the grasping section and the distal end of the probe came into contact. The output was activated in seal & cut mode in state of description stated above. Therefore, scratches (contact marks) were made on the distal end of the probe and the grasping section, indicating that they came into contact with each other. The device was activated in seal &cut mode or while the grasping section was grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to have cracks. A force was applied to the probe causing it to break. Olympus will continue to monitor complaints for this device.